Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: hi (greater then 33.3 mmol/l), 3.4 mmol/l, 11.9 mmol/l, and 5.8 mmol/l. Low blood glucose symptoms were reported with these results. Customer was ale to self-treat with 250 ml juice and went back to bed. No adverse event related to the device was reported. Requested return of suspect device.